Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between january 7, 2025 ¿ january 8, 2025. H11: five (5) devices and five (5) sample photos were received for evaluation. Visual inspection of the photo samples did not identify any abnormalities that could have contributed to the reported condition. A visual inspection was performed on the returned samples, and leakage from the bag into the outer pouch was observed. Functional testing was performed, and a leak was observed from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix 250 ml eva tpn bags leaked from unspecified location. The issue occurred before patient use. There was no patient involvement. No additional information is available.